Event description:
It was reported that during a follow up, decreased pacing lead impedance and externalized conductors via x-ray were observed. The lead was capped and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.